Manufacturer narrative:
The insulin pump had broken battery tube threads and partially broken off battery cap top noted during testing. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked on reservoir tube window, cracked reservoir tube and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had crack and a part of the battery compartment was chipped off which cause the battery cap to pop out. The customer's blood glucose was 140 mg/dl at the time of incident. The customer stated that the insulin pump would not work. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.